Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute onyx (rx) drug eluting stent to treat a moderate to severely calcified lad lesion exhibiting 80% stenosis and moderate vessel tortuosity. The device was inspected prior to use. The lesion was pre-dilated. The resolute onyx stent failed to cross the target lesion and was noted as deformed on removal from the guide catheter. Resistance was encountered during the attempted delivery. Excessive force was not used. Further pre-dilation was performed and another resolute onyx stent was used. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
(B)(4).